Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue of no power. The evaluation found the battery door missing, a battery spring loose, the plastic film over battery diagram is peeling, yellow stains on the warning label, corrosion to the flat contacts due to battery leakage and the rj-11 pins in the alarm receptacle are corroded. The power switch is stuck at the on positon. Unit did not power up when using new batteries but powers up when using an external power supply or a 9v adapter. Unit passed all functional tests. Note: the instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).

Event description:
Customer reported that the alarm has no power. Batteries have been replaced with a new supply. No visible battery acid leakage in the battery compartment. No visible damage to the outside of the case. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.